Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd q-syte¿ luer access split-septum stand-alone device was found leaking.the leakage occurred during infusion at the area of septum. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: lot analysis per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set up and in process samples (including but not limited) for leakage, slit quality and bond/weld strength were performed throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: no. Reason: review of the qn/sap database is not required for level a investigations per (B)(4). Findings: n/a the peura (end user risk analysis): yes reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: a total of 3 q-syte units were received of which 2 were connected to a y adapter on a piece of extension tubing and 1 unit was standing alone. Visual/microscopic evaluation: ¿ unit 1 damage (tears) was observed on the slit or the top disk. No damage was observed on the column wall damage (tear) was observed on the bottom disk slit (unit was disassembled after water/leak test). Water leak test (mm-110): attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on neither the actuated nor the un-actuated positions. ¿ unit 2 damage (tear) was observed on the slit of the septum top disk no damage was observed on the column wall no damage (tears) was observed on the bottom disk slit (unit was disassembled after water/leak test) water leak test (mm-110): attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on neither the actuated nor the un-actuated positions ¿ unit 3 the unit was soiled with patient¿s residue. Damage (tears) was observed on the slit of the septum top disk no damage was observed on the column wall no damage was observed on the bottom disk slit (unit was disassembled after water/leak test). Water leak test (mm-110): attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on neither the actuated nor the un-actuated positions. Investigation samples(s) meet manufacturing specifications: no. Damage was observed on the slit of the septums top (all units) and bottom disk (unit 1) investigation conclusions: no leakage was observed on either the actuated or the un-actuated positions while the water-leak test was performed in the laboratory. Did the evaluation confirm the customer¿s experience with the bd product? No. No leakage was confirmed. The q-syte units did not leak during testing. Were we able to reproduce the customer's experience with the bd product? No. The failure experienced by the customer could not be reproduced. The units received did not leak during the testing performed in the laboratory.